Event description:
One sample of ivenix administration set was returned for evaluation. Defects were observed during visual inspection. The gold foil was not imprinted on the cassette of set-0032-25. The primary line infusion did not pass successfully. The infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set not recognized" was triggered multiple times in the ivenix lvp display. The customer complaint is confirmed. Probable root cause could be related to the operator did not put the unit through any hot stamp machine during the manufacturing process. An internal investigation has been opened to address this issue. A change was implemented in the manufacturing line starting with lead lot fa25h04147, adding a sensor to detect the presence of the gold foil in the set. The current process controls detection include 1) visual inspection of gold foil stamp, 2) 100% visual inspection during the manufacturing process and final physical inspections, 3) post sterilization sampling final inspection, 4) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 5) 100% visual inspection is performed in manufacturing line. The batch record (B)(4) was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
N/a

Event description:
The following has been reported: nurse reported: "tubing not recognized on 1st pump, followed prompts & cleaned pump again ensuring pins weren't stuck (they weren't). Tried again and got same message. Tried again on 2nd pump and got same message. Got new tubing set and no issues recognizing on pump. 2 different pumps used. New tubing set" "this is the second time this issue has happened to me. First tried to wipe the pump with rubbing alcohol, still got the same alert. Then tried a new pump, same tubing but got the same alert. Finally, got new tubing and it worked fine. Just wanted to let you know. I put the tubing along with the package on your desk." A preliminary review of the logs identified the following issue: set not recognized. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.